Event description:
Medium/high activity level. 185 cm. Allegedly, accidental break of the modular neck.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This product was not returned for evaluation. This is the same event as 1043534-2008-00307. This report will be updated when the investigation is complete. This event occurred in other country.